Event description:
"There were previous attempts to remove this filter, but were unsuccessful. The physician knew ahead of time he would have to use advance retrieval techniques to retrieve the filter (celect platinum filter). Two or more primary struts were outside the vena cava wall when looking at the images."